Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012501245 was returned and analyzed. Visual inspection was carried out, the catheter was found with the array inverted. The catheter array also showed a kinked pebax tube near electrode #1, as well as damage to electrode #1 and dislodged nitinol array wire. The capture device has a normal shape, showing no damage or unusual features. No guidewire was received with the returned catheter. The catheter was connected to the test catheter interface cable (cic) cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The catheter was connected to the pulse select breakout box, and impedance was measured between electrodes 1 to 9 and the corresponding pins (e-1 to e-9) on the breakout box. The measurement showed an open circuit between the connector and electrode #1. X-ray imaging was used to verify if the inverted array had any broken wires inside. It revealed that an electrode wire was detached from electrode #1. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated with resistance at the beginning of the movement due to the kink on the guidewire lumen. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The functional test was not performed due to the anomaly present on the returned device. In conclusion, the catheter failed the return product inspection due to the spiral array being inverted, nitinol wire being dislodged from the dual lumen, kinked pebax tube, and electrode wires being crushed/deformed and broken medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, after the guidewire was inserted and the nose of the catheter passed through the ring. The catheter became entangled, knotted and inverted but it stored in the sheath. The case was completed with pulsed field ablation.